Event description:
During a standard dental treatment, the air driven handpiece got hot and burned the patients check to the size of a nickle. No ointment or other medication has been given to the patient.

Manufacturer narrative:
The analysis of the product did show that it had such a strong dent that the head did interfere with the spray insert and the turbine rotation. Out of experience this is the result of a strong hit, e.g. A drop during the reprocessing. In addition the bearings have been gritty and stiff. This could be the result of stronger wear due to the deformed head and the high temperature. Reported due to the 2 year presumption rule.